Manufacturer narrative:
Patient weight not available for reporting. Date of device breakage is not known. (B)(4) lot number unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported on or about (B)(6) 2015 patient reported reoccurring back pain and muscle spasms which she felt had contributed to a general depressed and sad mood; patient is severely obese. On or about (B)(6) 2016, it was noted that one of the screws at s1, previously reported to be "deeply lodged¿ in patient¿s artery, had bent. It was further noted that two (2) screws at l4 were broken, and that the click'x screw heads /locking caps were popping off of the construct. Since the previous surgery, the patient in spite of post-operative physical therapy; reported feeling frozen, having ongoing lower lumbar region pain with radiation out to both hips at times. She reported that sitting for more than 30 minutes, without getting up and moving around, results in both lumbar and sacral region pain. Patient reported decreased mobility even when walking on a flat surface she is can only walk about 3 houses down from her driveway and back without greatly increasing the lumbar region pain. Patient still in unable to lie on her back, has difficulty sleeping and general fatigue and has to be extremely careful and methodic when changing positions up and down from a chair and when getting in and out of a car. In (B)(6) 2016 it was identified that there were problems with the hardware (2 screws at l4 were broken and the 2 l4 screw heads were popping off/ s1 was identified as bent). Patient was returned to surgery on (B)(6) 2016 where surgeon removed all synthes hardware and cleaned the wound; (a total of 2 rods and six screws, 6 locking caps) were removed. The patient was revised to competitor¿s construct including transforaminal lumbar interbody fusion (tlif) from the left at l4, l5 and pedicle screw l4-s1. A competitor's elevate implant was added along with allografts and autografts morselized bone for posterolateral arthrodesis. An open reduction of l4-l5 spondylolisthesis was performed. The hardware was difficult to remove due to the amount of dissection required over the thecal sac to free it from all of the adhesions and due to the extreme amount of scar tissue. There were no complications and the patient was stable after the procedure. Concomitant devices reported: clickx rod (quantity 2); clickx locking cap (part number 498.570, possible lot number 931519 and 9315194, quantity 6); clickx screw (3 at l5 and 1 at s1)(quantity 3).